Event description:
It was reported that the ilet user received low glucose alerts from the sensor, with sensor readings of 73 mg/dl and 65 mg/dl and a confirmatory fingerstick of 79 mg/dl; the patient treated with oral glucose and agreed to monitor for 90 minutes. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No symptoms associated with hypoglycemia reported. Outcomes included no medical intervention during the event. It was concluded that the event was user-managed with oral carbohydrate intake and that no device malfunction could be confirmed with the information provided at the time of call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.